Event description:
It was reported that during prep for the inflatable penile prosthesis (ipp) implant, the cylinders were opened, and a hair was identified in the sterile packaging. Once opened the hair fell into the bowl of saline. All device components and surrounding materials were removed and not used. A new ipp was opened and used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned component underwent a thorough analysis. Inspection of the device in the packaging identified a strand of hair was sealed inside the sterile packaging. Based on the information available, the reported allegations were confirmed.

Event description:
It was reported that during prep for the inflatable penile prosthesis (ipp) implant, the cylinders were opened, and a hair was identified in the sterile packaging. Once opened the hair fell into the bowl of saline. All device components and surrounding materials were removed and not used. A new ipp was opened and used to complete the procedure. There were no patient complications reported.